Event description:
The peritoneal dialysis (pd) pt called in and reported that he was hospitalized for 5 weeks due to peritonitis. During a follow-up call, the pd nurse stated that the pt had fungal peritonitis and the exact origin of the infection was unk. The pt continued using his liberty cycler.

Manufacturer narrative:
A clinical investigation was performed. Per the fmc associate medical, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. The cycler functioned as designed, and there are no reports of cycler malfunction. The pt continued his pd treatment on the liberty cycler without further issues. The device was not returned to the MFR for physical evaluation. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications. Further evaluation found no device malfunctions that would have caused the reported peritonitis event.